Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was air trapped around the implantable pulse generator (ipg) and when pressure was applied, a popping sound was heard. The ipg was never implanted and a replacement ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.